Manufacturer narrative:
Qn# (B)(4). The sample was not returned; however, the customer provided a photo for evaluation. Upon review of the photo it was observed that the nut was assembled incorrectly. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the tubing was connected to the oxygen valve, but had split near the plastic threaded connection. It was reported the rn heard a hissing sound coming from the tubing and that the patient had desaturated. The tubing was changed and the patient recovered. No additional intervention was reported. Patient's condition reported to be "fine". Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the tubing was connected to the oxygen valve, but had split near the plastic threaded connection. It was reported the rn heard a hissing sound coming from the tubing and that the patient had desaturated. The tubing was changed and the patient recovered. No additional intervention was reported. Patient's condition reported to be "fine". Additional information was requested, but was not available at the time of this report.